Event description:
A male patient underwent aaa repair in 2005. The patient received a zenith main body and four zenith iliac legs. Despite the patient's very tortuous anatomy, the procedure was completed without reported incident. In 2009, the patient underwent an additional procedure. The procedure was necessary due to aneurismal growth and a distal type I endoleak. Zenith iliac zt leg was used to extend down and resolve the leak. The current status of the patient is unknown.

Manufacturer narrative:
Additional manufacturer narrative still under investigation at this time.